Manufacturer narrative:
An event regarding revision of a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient's left knee was revised. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left knee was revised. While performing a patella tendon repair of a mako knee implanted in (B)(6) 2020, the surgeon decided to revise the liner. Rep confirmed there were no allegations against the liner, and that no further information will be available.